Event description:
It was reported that an ilet displayed multiple internal light cracks across the screen, the touchscreen still responded, and the user could not view content above the unlock button; a photo confirmed the damage, and a replacement was arranged. Symptoms included impaired ability to view device information. Outcomes included temporary interruption of normal device use with reliance on backup therapy. Investigation included review of user report and photo assessment. Investigation of this case revealed a damaged display consistent with screen cracking that impeded visibility while touch functionality remained operative. It was concluded, based on previously established findings for similar reports, that physical damage to the screen caused the event.